Manufacturer narrative:
Per the initial reporter, the device will not be returned. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It has been reported that multiple complaints have been received about the sphere inflation device. According to multiple physicians in the same medical group, the stopcock is popping off. Reportedly, the physicians assert this is occurring multiple times on many different sphere inflation devices. Because this device does not make contact with the patient, additional procedures have not been required. No adverse events have been reported. The complaint devices are not available for return to the manufacturer for investigation. Please reference the following medwatches concerning these events: 1820334-2018-01550; 1820334-2018-01699.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, drawing, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information was received from the customer. It was confirmed that this reported failure did occur across multiple locations. The dates of each specific failure could not be provided, and the issue was confirmed to be with the stopcock portion of the device; specifically, that it would not tighten. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.